Event description:
On 6/9/2023, it was reported by a sales representative via email that ar-1926bcsp biocomposite pushlock shaft bent during insertion. This was discovered during a procedure on (B)(6) 2023. Additional information requested. Additional information provided 06/12/2023: the anchor broke off in the patient and the anchor was removed. The procedure performed was a cuffmend.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. (1) unpackaged ar-1926bcsp 3.5mm pushlock, biocomp, self-punching was returned for investigation. The returned device was visually inspected, and it was noted that the driver shaft tip was bent. The bio screw was damaged. The bio screw was damaged. Half of the screw is attached to the driver shaft. The most likely cause(s) of this type of event include applying excessive forces through leveraging/prying the device.